Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Therapy date may 11, 2022. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2022, the patient underwent the open reduction internal fixation surgery using the mhn nail short for the proximal humerus with the depth gauge. In the surgery, after inserting the first locking screw, the depth gauge was damaged while handling the second one. When the surgeon drilled into the second hole and removed the depth gauge from the body after measuring, the tip of the depth gauge came off and was separated from the handle. The surgeon immediately pulled the sleeve out of the body and saw the parts from the tip of the depth gauge to the connection part with the handle, so the surgeon took out the remaining parts by hand. The second locking screw successfully inserted. Since the depth gauge could not be used, at the next insertion the surgeon measured with a drill and inserted the assembly screw. The surgery was completed successfully without any surgical delay. The patient was reported as stable. This report involves one (1) depth gauge for multiloc humeral nailing system. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: part 03.019.017, lot 23p4953: manufacturing site: haegendorf. Release to warehouse date: january 10, 2020. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: a product investigation was completed: visual analysis of the returned sample revealed that depth gauge was broken in two pieces, insertion needle is unattached from the rest of the gauge. No other issues were identified with the device. A dimensional was unable to be performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. The drawings reflecting the current and manufactured revisions were reviewed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.